Event description:
A customer reported signal loss while wearing the adc device. As a result, the high/low glucose alarms did not trigger and the customer experienced sweating due to hypoglycemia and was unable to treat themselves. The customer was provided 2-3 sachets of sugar by partner for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. Attempt to replicate the user complaint using ios/fsll version 2.5.3.3088 using a known good libre 2 sensor was performed. High/low glucose alarms were successfully received and no issues were identified with the application. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is per the customer report of "about 5 months ago." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.